Event description:
Surgeon was grasping tissue during robotic assisted laparoscopic inguinal hernia repair when cable of the prograsp forcep snapped. Instrument was removed from patient without difficulty and replaced with another prograsp forcep. Surgery completed without further incident and no harm to patient.